Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73l2000359 investigation did not show issues related to the complaint.

Event description:
On (B)(6) 2022, clip was found broken prior to the patient.